Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported a cerebrospinal fluid leak possibly occurred during the trial implant procedure on (B)(6) 2016. Post operative the patient reported a headache. The physician ended the trial early and removed the leads on (B)(6) 2016. The physician performed a blood patch which resolved the patient's issue.